Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had ¿problems¿ since the pump was put in. He had a catheter revision in (B)(6) because the catheter came loose off the pump and there was also a kink in the catheter. The device system was used to deliver dilaudid and bupivacaine. The dose for dilaudid was ¿all the way up¿ because he wasn¿t getting any relief and they hadn¿t discovered the catheter issue yet. Patient outcome was provided. Additional information has been requested but was not yet available as of the date of this report. A follow-up report will be submitted if additional information becomes available.